Event description:
A valiant stent graft was attempted to be used in the patient during an endovascular treatment. It was reported that, during the index procedure, the valiant delivery system could not be irrigated during inspection and prior to using the device. The physician elected to try to implant the device, despite the irrigation issue, but the delivery system still could not be irrigated in vivo. The physician elected to use another stent graft to complete the procedure. Per the physician, the cause of the inability to irrigate the delivery system was device related. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis and film review results are: the event was confirmed; the delivery system was unable to be irrigated due to a leak exiting from the proximal end of the device. The root cause of the event was most likely due to the misaligned o-ring within the t-tube that had dislodged from the seated position during the manufacturing process. Failure to follow instructions (used without irrigating). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.